Event description:
The patient reported she received occlusion alarms on her insulin infusion device when trying to bolus soon after changing her infusion set and cartridge. She stated there were no problems with basal delivery but she could only bolus .5 units of insulin at a time without an occlusion occurring. During troubleshooting, it was discovered the cannula on her infusion headset was bent. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.